Manufacturer narrative:
Qn# (B)(4).n/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the stapler jammed. As a result, a new stapler was used to finish the procedure. Per the customer, it is unknown what the current condition of the patient is. If additional information is received, the complaint file will be updated.